Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited loss of capture. The implant record reports that a new ventricular lead was placed and the lead was capped.